Event description:
It was reported the swivel mechanism of the epiq 7 ultrasound system¿s control panel did not lock properly while transporting the system within the user facility. The failure occurred outside of clinical use and there was no patient or user harm associated with this issue. A philips service engineer reseated the articulation arm bushing to repair the system. A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging.